Manufacturer narrative:
This supplemental report is being submitted to provide a correction to b5.

Event description:
The customer reported an error e315 with image abnormality during set up / inspection for use (during set up in room / before patient in room) involving an olympus bronchovideoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an error e315 with image abnormality during set up / inspection for use (during set up in room / before patient in room) involving an olympus bronchovideoscope. The customer suspected that the cause of the "[xxxxx]" was due to fluid invasion. There was no patient injury reported.